Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2018-01329, 3006705815-2018-01330. It was reported the patient experienced ineffective stimulation. A field representative attempted reprogramming multiple times but was unsuccessful. As a result, the patient underwent surgical intervention in which the system was explanted. The patient was implanted with a drg system. Effective therapy was restored.

Event description:
Related manufacturer reference number: 3006705815-2018-01329, 3006705815-2018-01330.